Event description:
Pt came for an MRI on (B)(6) 2007. The pt's port was accessed by a gripper plus safety needle prior to arriving at MRI. After less than 1 minute of scanning, the pt complained of pain where the port was. The pt was then removed from the magnetic field. We discussed with the pt what she was feeling, and she said that her port hurt and was very warm. Her daughter called and notified us of burn.

Manufacturer narrative:
(B)(4). One unused needle from the suspect lot number was returned for evaluation. Upon examination, no abnormalities or defects were found. Critical dimensions were found to conform to the manufacturers specifications. The certificate of sterility and pyrogenicity was inspected and found to be in compliance. Additional info from the user facility report: port-a-cath gripper plus. Safety needle. (Catalog #): 21-2768-24. Returned to manufacturer on: (B)(4) 2007.